Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included nausea, vomiting, threatened abortion, gestational diabetes, multigravida, parity 3, substance abuse, cigarette smoker and caffeine consumption. Concurrent conditions included body mass index normal, dizziness and menses irregular. Concomitant products included hormones nos, medroxyprogesterone (depo provera), nsaid's, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 12 days after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: can't wear jewelry"). In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("anxiety and mental anguish"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), infection ("infections") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic fulgaration of endometriosis,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, abdominal pain and back pain had resolved and the nausea, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight decreased, allergy to metals, tooth disorder, alopecia and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Current weight 94 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,weight decreased,depression,dysmenorrhea, menorrhagia" most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received : event added are as follows- allergy to metals, tooth disorder, alopecia, vomiting. Events onset date added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included nausea, vomiting, threatened abortion, gestational diabetes, gravida ii, parity 3, substance abuse, cigarette smoker and caffeine consumption. Concurrent conditions included body mass index normal, dizziness and menses irregular. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), infection ("infections"), weight decreased ("weight loss") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic fulgaration of endometriosis,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, abdominal pain and back pain had resolved and the nausea, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successsfully ocluded . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,weight decreased,depression,dysmenorrhea, menorrhagia" . Most recent follow-up information incorporated above includes: on 4-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety and mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, abdominal pain, lower back pain, she did not undergo essure confirmation test", reporter, historical condition added from pfs. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, threatened abortion, gestational diabetes, multigravida, parity 3, substance abuse, cigarette smoker and caffeine consumption. Concurrent conditions included body mass index normal, dizziness and menses irregular. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as hormones, nsaids since january 2013, oral contraceptive nos since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 27 days after insertion of essure. In 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychaitric problems-condition: depression") and anxiety ("psychological or psychaitric problems-condition: anxiety and mental anguish"). On (B)(6) 2014, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: can't wear jewelry"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), infection ("infections") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic fulgaration of endometriosis,(bilateral removal of fallopian tubes) salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, abdominal pain and back pain had resolved and the nausea, menstrual disorder, infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight decreased, allergy to metals, tooth disorder, alopecia and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Current weight (B)(6). She was advised of any complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: results: essure device was successsfully ocluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,weight decreased,depression,dysmenorrhea, menorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event menorrhagia, vaginal haemorrhage were updated. Reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.